Event description:
The sales representative reported on behalf of the customer that the device 60-6085-201a, medium, uterine manipulator, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿balloon has a leak and kept falling out of place.¿. An alternate same device was used to complete the procedure without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions found that the balloon did not leak prior to being placed in the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device 60-6085-201a, medium, uterine manipulator, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿balloon has a leak and kept falling out of place.¿ an alternate same device was used to complete the procedure without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions found that the balloon did not leak prior to being placed in the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.